Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Consumer alleges that when trying to get out of the chair the footrest did not close all of the way and he fell to the ground.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges that when trying to get out of the chair the footrest did not close all of the way and he fell to the ground.